Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. The device was not returned for analysis; however, data logs was received. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that, following an unrelated surgery where the ipg was not set to surgery mode, the patient was unable to communicate with the ipg. A manufacturer representative met with the patient to repair the ipg, but was unsuccessful, deeming the ipg inoperable. Further intervention is currently unknown.